Event description:
It was reported that during a laparoscopic inguinal hernia procedure, while fixing the mesh, the tacker would not load properly, requiring the user to pressed multiple times for the tacker to fire. Additionally, the tacks were not fixed on the mesh properly and fell into the patient's cavity. The tacks that fell were retrieved. This issue occurred on two devices. To complete the case, two more tackers were used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10. Concomitant products: abstack15, abstack15 abs fixation device 15 tacks (lot: n4l1324y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.